Event description:
Pyxis medstations have a flaw in the full height cubie drawers. The magnet that enables the drawer to recognize it is closed keeps falling out of it's location. This causes the drawer to fail and clinicians are unable access any medication in that drawer. There is a permanent fix for this problem, but bd refuses to proactively fix this problem and will only dispatch a repair tech when a drawer has broken. All pyxis medstations at our facility were upgraded in the summer to fall of 2022 and we have already had over a dozen failures. Every time we have a failure, it causes delays in patient care with the potential for adverse outcomes.